Event description:
It was reported that the patient has never had therapeutic effect. The patient's physician felt her device was "faulty because he has had to constantly make adjustments to her programs and her symptoms were not being controlled. He also felt her device needs to be replaced." Further info is being requested from the hcp.